Event description:
It was reported an asymptomatic patient presented in clinic on (B)(6) 2017 with several episodes of noise on the right ventricular lead. The physician suspected that clavicular crush of the lead was responsible for the observed lead noise. The noise could not be reproduced with isometric testing, and the lead was reprogrammed to reduce sensitivity. On (B)(6) 2017 the patient underwent surgery to cap and replace the right ventricular lead. The patient was stable following the procedure.